Event description:
Customer reported issues with the insulin pump. Customer states that the keypad buttons are unresponsive. The blood glucose reading is 168 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to faulty force sensor. The insulin pump had minor scratches on lcd window, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.